Manufacturer narrative:
No device was returned for analysis and evaluation. Therefore, no visual inspection and functional testing were performed to determine if the device played a role in the adverse event. The service repair history was requested, but no information was provided. Event logs were also not provided.

Manufacturer narrative:
It is unknown if the device is available for evaluation. The device has been requested to be returned; however, it has not yet been received.

Event description:
The event involved an unspecified plum 360¿ infuser. The reporter stated that during infusion, the pump malfunctioned which led to cardiac arrest for the patient. Prior to the event, the patient had previously experienced a cardiac arrest, after which the patient had successfully regained a pulse. Prior to the original cardiac arrest, the patient had a hospira plum 360 infusion pump infusing levophed. When the patient was resuscitated, the patient's blood pressure required a significant increase in the levophed dose to 1mcg/kg/min. The medication was weight-based and the amount was significant (1 mcg/kg/min). As the rn programed for an increased infusion rate and started the infusion pump, the pump alarmed ¿turn off and turn back on; if the alarm persists after the pump is turned on, schedule maintenance.¿ the IV pump could not be turned off and on when the patient required the medication. The staff had to retrieve a second IV pump. The second pump required programming for the medication (including patient information) which requires a brief pause in the medication/therapy. The hospira pumps could only be programmed with the infusion set cassette in the pump. Due to the brief pause in medication to program a new pump, the patient cardiac arrested again. The patient survived the second cardiac arrest. On the report provided, it was stated that the device failed to power up and also that it stopped pumping.